Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had multiple pump error. The customer¿s blood glucose was unknown at the time of incident. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The customer stated that the fill cannula was not recorded in daily history. Customer perform a self test and test passed. The insulin pump will not be returned for analysis.